Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® edta 2k experienced molding defects (short shot). The following information was provided by the initial reporter. The customer stated: "according to the customer's report, the cap was partially curling up. This issue has been observed in several products from the same lot."

Event description:
It was reported the bd vacutainer® edta 2k experienced molding defects (short shot). The following information was provided by the initial reporter. The customer stated: "according to the customer's report, the cap was partially curling up. This issue has been observed in several products from the same lot."

Manufacturer narrative:
H.6. Investigation: bd received 8 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for molding defect with the incident lot was not observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by visual examination and no issues were observed relating to molding defecy as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. See h.10.